Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that was old and losing function, it would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the lot number indicates this part is over eight years old. Both ends of the arm are not locking down completely, remaining slightly movable after the handle is locked. Also, the handle is not turning smoothly making it difficult to lock and release the arm. The reported event was confirmed to be caused by a mechanical failure mode most likely due to the age of the instrument.